Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 500-600 mg/dl. Customer reported being hospitalized because of the alarm due to an interruption in insulin delivery. Customer did not have ketones reported. Customer received IV, fluids, and insulin by hospital staff during hospital visit. The customer reverted to manual injections for insulin therapy.